Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm was noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. The pump communicated properly with the mini link transmitter sensor and glucose sensor simulator. No unexpected calibration sensor error or change sensor error alarms were noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the prime process. The customer's blood glucose was 130 mg/dl. He stated that the insulin pump also alarmed bad sensor alert and sensor end. The customer did not observe any significant events leading to the motor error alarm. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.